Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was report that the patient's pump was no longer working for them and they wanted to get the pump removed. The patient stated they have noticed this since the pump was implanted. The patient stated they have gone through trials and different medications, but stated that the pump has never worked. The patient's refill date was (B)(6) 2019. The patient was redirected to their healthcare provider regarding the removal of the device. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp) on 07/22/2019. The hcp reported the patient never achieved response despite adjustments and revision. The hcp stated the patient was a non-responder to this point. The patient has been unable to decrease oral medications despite titrating the pump. It was indicated that given cervical pathology there was a question as to whether or not the thoracic catheter placement was sufficient. The patient also developed aberrant behavior that precludes him from being a candidate for opioid therapy via any route.